Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the physician completed one pass using the cat6. Next, while advancing the cat6 through the sheath, the physician experienced resistance. Subsequently, the physician noticed under fluoroscopy that the distal end of the cat6 was kinked and ovalized. It was reported that the cat6 became trapped inside the sheath; therefore, the cat6 and the sheath were removed together. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and a non-penumbra sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2023-00325: 1. Section b. Box 5. Describe event or problem evaluation of the returned cat6 revealed multiple kinks and ovalization on the distal end. This is likely the reported damage. If the device is advanced against resistance, damage such as this may occur. It was reported that the non-penumbra sheath used during the procedure was incompatible with the cat6. This likely contributed to resistance during the procedure. During evaluation, the cat6 was unable to be advanced through a demonstration peel-away sheath, and no further testing could be performed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the physician completed one pass using the cat6. Next, while advancing the cat6 through the sheath, the physician experienced resistance. Subsequently, the physician noticed under fluoroscopy that the distal end of the cat6 was kinked and broken. It was reported that the cat6 became trapped inside the sheath; therefore, the cat6 and the sheath were removed together. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and a non-penumbra sheath. There was no report of an adverse effect to the patient.